Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium assay on a cobas 8000 c702 module. Initial result: 1.68 mmol/l. The customer noticed that the initial result was caught by the laboratory middleware system and repeated the sample. Repeat result: 2.26 mmol/l.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The calibration and qc results were not provided. It was observed that the rinse station was not descending fully to wash the cuvette, preventing adequate cleaning of the reaction cells. Based on the information provided, the cause of the event was consistent with a hardware issue, where the rinse station failed to descend completely.